Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and based on the information provided and without the device to analyze, and a definitive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the clip delivery system (cds) leak. It was reported that during the beginning of preparation of the cds, the drips were turned on, and leaking was observed at the gripper lever cap. The cap was unscrewed and re-tightened, but the leaking continued. The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.